Event description:
It was reported that the subject device had scope connector contact failure. The issue was identified during the inspection of use of device for procedure. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A corroded contact on the video connector socket was observed. Therefore, it is presumed that a scope connector contact failure occurs due to the corroded contact on the video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer